Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. It was reported that the patient experienced undisclosed injury. It was also reported that patient underwent revision surgery on (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013. No additional information is provided.